Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. The findings show that a run alarm generated for one episode of ventricular tachycardia (vtach). Other episodes of a wide qrs rhythm occurred, however these were not identified as ventricular tachycardia because they did not meet the rate required, therefore a run alarm was not initiated for these occurrences. There is no evidence of device malfunction. This report is considered final and the issue is closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, at 1:48pm the nurse reported an episode of ventricular tachycardia (vtach) that did not alarm. No one was injured as a result of this event.